Manufacturer narrative:
Additional information received. The complaint has been updated to no complaint against the products. During the surgery the femur, tibia, and insert were not revised but the natural patella was removed. Please void the initial report.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to other indication for revision; pain. Revision njr number: (B)(4). Side:l primary asa: p2 - mild disease not incapacitating.